Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the handheld camera head was found to have a crack in the lens. The device was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the handheld camera head involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported issue. A visual inspection was performed, and the camera's distal window was found to be damaged. There were cracks across the window observed and a broke piece was found measuring 0.132" x 0.075". The broken piece appears to be stuck inside. The camera was placed on the in-house system and fail the qap test (quality assurance procedure). The image appears to be blurry, likely due to the damaged distal window observed. No failures found in the logs. Visual inspection was performed and part of the camera housing laser markings were found to be damaged and not legible. The camera was found to have silicone film on the paddle board of the integrated connector. Visual inspection found one of the spring fingers bent at the integrate connector.